Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported door not fully latched alarms, caused by fluid buildup in the keyhole sub-assembly. The keyhole sub-assembly was replaced.

Event description:
It was reported that a spectrum pump had an inoperable door latch. It was also reported that there was no patient involvement.